Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for three days due to low blood glucose. The patient's blood glucose at the time of incident was 20 mg/dl. Troubleshooting did not occur for the insulin pump. No products were returned for analysis.